Event description:
The facility representative reported a colleague infusion pump with a damaged battery. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. The user interface module software version is currently unknown.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The following information was inadvertently omitted from follow-up medwatch #1: the assignable cause was determined to be depleted main batteries as a result of use error.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed during service evaluation. The assignable cause was depleted main batteries. The main batteries and battery harness were replaced to correct the reported condition. Baxter has conducted a trend review and found that similar reports have been received. Baxter will continue to monitor similar reports to determine if further actions are required. Additional information: the user interface module software version is 5.09.90. Should additional information become available, a follow-up medwatch will be submitted.